Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was observed display an alert for the remote monitoring being disabled. A boston scientific technical services consultant discussed that due to the limited amount of data in the latest latitude nxt transmission, the cause of rmd is unknown. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was observed display an alert for the remote monitoring being disabled. A boston scientific technical services consultant discussed that due to the limited amount of data in the latest latitude nxt transmission, the cause of rmd is unknown. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported.